Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. A blue cap was on an sst tube instead of a clear cap. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the shield/cap stopper is different color/shade or faded. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "first two digits of the barcode does not match closure color, by which phlebotomist recognize tube type."